Event description:
It was reported that the system stopped in middle of a procedure and began rebooting itself. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.